Event description:
See previous report for list of symptoms. On (B)(6) 2014 I underwent a lavh (laparoscopically assisted vaginal hysterectomy) with bilateral salpingectomy and removal of the cervix due to essure. Pathology confirmed adenomyosis, cervicitis, endocervicitis, hemorrhage of the left fallopian tube, and scarring of the intestine due to inflammation caused by essure was visualized and partially removed. Since that time all of my symptoms which developed during the decade in which I played host to essure resolved. Placement (B)(6) 2003.